Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint was performed on ats connectors provided by the customer of product code s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs). No damage was found on the received sample that can lead to a leaking issue. Also, it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors was verified and no issues were observed that can lead to a leaking issue. Ats connectors were disconnected to verify the assembly of the o-ring and it was found assembled correctly. (See attached pictures) even though complete sample was provide from the customer it was not possible to cross it to nuevo laredo facility due to blood contamination on it therefore just ats connectors were received for investigation at nuevo laredo. Functional inspection test cannot be performed since the sample involved in this customer complaint was receive incomplete only the ats connectors were received for evaluation. Received sample was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed;. For testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. Ones again for testing purpose intentionally the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring, however no leaking issues were observed. A visual inspection of the product involved in the complaint was performed on ats connectors provided by the customer of product code s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs). No damage was found on the received sample that can lead to a leaking issue. Also, it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors was verified and no issues were observed that can lead to a leaking issue. Ats connectors were disconnected in order to verify the assembly of the o-ring and it was found assembled correctly. (See attached pictures) received sample was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed; for testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. Ones again for testing purpose intentionally the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring, however no leaking issues were observed. See attached pictures. Based on sample received and testing perform to it, customer complaint cannot be confirmed; nuevo laredo facility will continue to track and trend this failure mode.

Event description:
Reported issue: there was leaking at the red and blue connectors on the pleur-evac tubing of both s-1100-08lf. Lot'74f2001464. It did not seem to be working properly after the leak. After 2 units, they found another one to put on the patient. They used another 2 s-1100-08lf chest drains lot 74f2001464 but these 2 were leaking also at the same site. They have a picture that was sent. Picture below was in bed 2 actually was dripping blood into the floor on arrival. That is why towel is on the floor. The bottom picture had an audible air leak at the red and blue connectors. We tried pushing the connectors together but the leak continued stated by an rn. All problems were from the same lot.

Event description:
Reported issue: there was leaking at the red and blue connectors on the pleur-evac tubing of both s-1100-08lf. Lot: 74f2001464. It did not seem to be working properly after the leak. After 2 units, they found another one to put on the patient. They used another 2 s-1100-08lf chest drains lot: 74f2001464 but these 2 were leaking also at the same site. They have a picture that was sent. Picture below was in bed 2 actually was dripping blood into the floor on arrival. That is why towel is on the floor. The bottom picture had an audible air leak at the red and blue connectors. We tried pushing the connectors together but the leak continued stated by an rn. All problems were from the same lot.

Manufacturer narrative:
(B)(4). The device history record of batch number: 74f2001464 that belong to catalog number: s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. A visual inspection test was performed on a picture provide by the customer showing a label of product code: s-1100-08lf however the device involved on this customer complaint is not on the received picture. Customer complaint cannot be confirmed since a picture of the device involved on this customer complaint was not provide. Customer complaint cannot be confirmed based only on the information provided, a visual inspection test was performed on a picture provide by the customer showing a label of product code: s-1100-08lf however the device involved on this customer complaint is not on the received picture. Customer complaint cannot be confirmed since a picture of the device involved on this customer complaint was not provided to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead this customer complaint, see attached inspection results. If the sample becomes available this investigation will be updated with the evaluation results.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: there was leaking at the red and blue connectors on the pleur-evac tubing of both s-1100-08lf. Lot 74f2001464. It did not seem to be working properly after the leak. After 2 units, they found another one to put on the patient. They used another 2 s-1100-08lf chest drains lot 74f2001464 but these 2 were leaking also at the same site. They have a picture that was sent. Picture below was in bed 2 actually was dripping blood into the floor on arrival. That is why towel is on the floor. The bottom picture had an audible air leak at the red and blue connectors. We tried pushing the connectors together but the leak continued stated by an rn. All problems were from the same lot.